Event description:
It was reported that the ilet user experienced hyperglycemia after forgetting to scan a newly applied sensor, which halted automated dosing; subsequent readings showed elevated glucose, supplies were changed, the sensor was inadvertently removed instead of the infusion set, and the ilet battery depleted during a rewind attempt before the user recharged, replaced supplies, and applied a new sensor under clinician guidance. Symptoms included hyperglycemia peaking at 379 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and the healthcare team. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.